Event description:
Patient had no urine output from catheter. Catheter was irrigated and fluid was returned. Later, there was leaking noted around the catheter, and it was irrigated again with no return of fluid. The catheter was removed and replaced. There was an immediate return of 4200 mls of black and bloody urine.